Manufacturer narrative:
(B)(4). Citation: j neurosurg 2001;95:503-506.

Event description:
It was reported in a journal article (foreign body reaction to hemostatic materials mimicking recurrent brain tumor) that the patient underwent local embolization of a skin and soft-tissue arteriovenous malformation of the left auricle and adjacent areas procedure on an unknown date and absorbable hemostat was used. Magnetic resonance imaging showed a right posterior parietal tumor with enhancement and was completely resected. Histological diagnosis was pnet and the patient was started on chemotherapeutic protocol. Follow-up mr images displayed some streaklike enhancement in the resection cavity and, particularly, along the dura. A second surgery was performed 7 months after the first. The resected tissue displayed a granulomatous foreign body reaction. The patient continues to do well and is free from disease 19 months after the first surgery.